Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device was returned for evaluation. Visual inspection upon receipt revealed that the blood inlet port had been fractured off. The actual sample was rinsed and the housing was removed for further visual inspection of the oxygenator module. The blood inlet port was found to have been fractured at its just base. The break generated on the oxygenator module due to the fracture of the blood inlet port was filled in. Colored saline solution was filled in the blood phase from the blood outlet port and a pressure was applied to the blood phase from the blood outlet port. No leak was observed. A review of the device history record of the involved product/lot# combination was conducted with no findings. A search of the complaint file did not find any other report of this nature with the involved product/lot# combination. IFU states: do not use an oxygenator and reservoir that leaks. Replace it with another rx25 oxygenator and reservoir. There is no evidence that this event was related to a device defect or malfunction. During the above investigation, the actual sample, after the break at the blood inlet port having been filled in, was confirmed to have no leak. With the available information, the location of the leak observed by the involved customer was not identified. As a cause of the broken blood inlet port, with no description about the broken port and based on the information that the volume of the lost blood was approximately 25ml, the break is likely to have occurred during transportation back to the factory. From the available information, either the relationship between the reported leak and the broken blood inlet port or the cause of the occurrence of the break on the blood inlet port cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported leakage on the involved capiox device. The patient was having an aortic valve reconstruction. It was within 5 minutes of going on bypass, a pool of blood was discovered on the floor underneath the oxygenator-originating from the inlet of the oxygenator from the centrifugal head and blood was also leaking from the small hole which is also found underneath the oxygenator. Venous and arterial gases suggested the oxygenator was functioning and the case was an avr only (49 mins on bypass) thus we did not change out the oxy. The user did however cable tie the inlet to the oxygenator. There was no delay in surgery. It was reported that there was about 25mls of blood loss. There was no harm to the patient.